Event description:
Customer's parent reported via phone call that the customer has been experiencing low blood glucose that started 2-3 weeks ago. Emergency medical services dispatched and customer was taken to the emergency room on (B)(6)2021 due to hypoglycemia and diabetic seizure. Customer started foaming at the mouth and clinching the fist. Blood glucose was 37 mg/dl when emergency medical services arrived and was given treatment via intravenous. Blood glucose was 112 mg/dl upon arrival at the hospital. Customer's parent alleges the insulin pump has not been working for about a month and a half as customer's blood glucose kept dropping. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Caller was alleging over delivery since customer has been experiencing lows for the last couple of weeks. Blood glucose level at the time of the call was 471 mg/dl. It was unknown how the high blood glucose was treated. During troubleshooting for low blood glucose/possible over delivery reservoir was showing the same amount of insulin as shown on the status screen. The insulin pump is not expected to return for analysis. Please see (B)(4) for documentation of the high blood glucose of 471mg/dl on the day of call under a different pump serial number.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Date of event information has been updated with this report in section b3 and also updated in summary narrative in section b5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were dispatched to emergency medical services and hospitalized due to low blood glucose on (B)(6) 2021. Blood glucose level at the time of the incident was 37 mg/dl. Customer was treated with intravenous insulin drip. Customer stated blood glucose was at 112 mg/dl when they went to the hospital. Customer alleged insulin pump was over delivering because they has been experiencing lows for the last couple of weeks. Customer had significant events leading to low blood glucose event was foaming, diabetic seizure. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active or not at the time of event. Customers last blood glucose reading was 471 mg/dl. The insulin pump will be returned for analysis.